Manufacturer narrative:
A lumenis service engineer examined the laser system four (4) days after the reported event. The engineer was unable to duplicate any errors under normal operation. As a precaution and based on the customer description the engineer replaced the display. The device was found to have met lumenis specifications and ready for use. The system was installed at the customer's site on (B)(6) 2004. A review of system risk files ((B)(4)) revealed risk #38 " device malfunction" which have the potential to lead to adverse effects of alternative treatments". The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the procedure was completed by use of an alternate device with no complications to the patient. Although lumenis could not duplicate nor confirm any performance issues and the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis has been unable to obtain additional information from the user regarding the circumstances surrounding this event to date. Should additional relevant details become available with which to determine root cause, a supplemental report will be submitted. A review of the site service history with the gso expert found that the display that was replaced had not been changed once since the system was installed in 2004. A further review revealed that the overall consumption rate for the display has been very low globally, and has not raised any triggers for quality actions or corrective steps. Therefore, this is currently viewed as normal wear of components that have inherent high reliability. No further action is required. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a stone procedure in which a lumenis versapulse powersuite 100 w laser was being utilized, the display screen on the system froze and the laser could no longer be used. The remainder of the procedure was completed by use of an alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.